Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unresponsive. There was no impact to the customer's blood glucose level. The customer connected the pump to multiple power sources and cables to charge however the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.